Manufacturer narrative:
Model number/catalog number 72400098, serial number (B)(4), batch/lot number 674812006, gtin (B)(4), description control pump fgs, expiration date 09/15/2015. Implant date (B)(6) 2011. Manufacturer date 10/19/2010. Model number/catalog number 72400023, serial number (B)(4), batch/lot number 519236020, gtin (B)(4), model/catalog description balloon fgs 51-60 cm, expiration date 09/27/2012. Implant date (B)(6) 2011 manufacturer date 11/20/2007.

Event description:
It was reported that the patient was scheduled to have the artificially urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter is expected to be implanted. Additional information received indicated the device was removed as the patient was leaking. A new artificial urinary sphincter consisting of a 5.0 cm cuff, balloon, and pump were implanted.